Event description:
The patient called lifescan and alleged the one touch ultra meter would not turn on, even after changing the batteries. A medical affairs specialist unsuccessfully attempted to contact the patient to verify the information. The patient had symptoms of nausea and blurry vision, did not test dueing symptoms. (Unknown when) patient went to the hospital 30 minutes later, tested on an unknown meter, results unknown, insulin was given and patient was "watched for awhile". The patient was unwilling unable to state if they took any action following attempted use of the meter. Based on the information obtained, there is indication the product malfunctioned however insufficient information to state the product led to a serious injury. No reading given. The meter was replaced and return expected.